Event description:
It was reported that during an intracept procedure, the introducer cannula broke apart and dislodged from the bone. It was noted that the patient had extremely hard bone. The physician was able to remove the introducer cannula with pliers. Upon removal of the introducer cannula, it was noticed that the distal end of the curved cannula was cracked and sheared off. Approximately 2-3cm of the curved cannulas distal tip is was missing. Based on the available information, bsc could not confirm the location of the device fragment. The procedure was able to be completed successfully.